Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2020. Blood glucose reading was over 600 mg/dl. Customer was treated with the insulin drip. Customer alleging the pump was under delivering. Troubleshooting was done for the high blood glucose. The insulin pump will not be returned for analysis.